Event description:
It was reported that the tip of the connecting screw broke off; in the operation using dhs blade, the blade was attached to the insertion handle by a connection screw and the connecting part in the blades were broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history records were reviewed and no abnormal findings were identified. The additional evaluation visual inspection revealed that the instrument has shown that the threaded tip is indeed completely broken off. The instrument was analyzed for conformance to print specifications at the time of production. No abnormal findings were identified. We are not able to determine the exact cause of failure. This instrument was manufactured according to the specifications.